Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial # (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported by the patient, that the ins never got a perfect match with recharge system, since the implantation date. The recharge system couldn't connect with the ins. There were no patient symptoms. An x-ray was done to see if the ins position was correct. It was identified that the ins was turned down and a new surgery was requested to change the ins position. It was noted that the physician stated that he put the ins in the correct position, and the patient could turn down. At the day of the surgery, the physician turned the ins by himself. When it was verified after the ins was put in the correct position, the ins couldn't connect with the recharge system. The physician decided to change both devices: ins and recharge system. There were no external contributing factors. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore ultra ins, indicating that this ins is working correctly with a recharger. The recharge block format section in the trace report indicated that there was a maximum of 8 bars of coupling for 2 of the last 6 recharge sessions, 6 bars for 2 of the last 6 recharge sessions, and a minimum of 0 blocks for 2 of the recharge sessions. Product analysis # (B)(4), analysis information -- 2019-01-29 13:51:41 cst pli# 10 product ID# 97712 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.